Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a proximal biceps tenodesis procedure, that three screws stripped upon insertion. The case was delayed over forty minutes and no adverse patient consequences were reported. Further patient information requested without success. This device is used for treatment.